Event description:
Left knee effusion, increased left knee pain (injection site), increased left knee swelling (injection site), hot knee (injection site), swollen left calf, numb left foot. Info was received in 2004 from a physician regarding a pt with a medical history of 2 previous synvisc series (dates unk) who experienced left knee pain, acute swelling of the left knee and a hot knee. The pt started synvisc on an unk date. The pt received a second injection in 2004 and presented the following day with acute swelling and a hot, painful knee. There was no evidence of septic arthritis. The pt was treated with anti-inflammatories and analgesics. Depending on how the knee responded, the third injection might be delayed. Additional info was received on the 3rd day from pt, with a medical history of osteoarthritis of the left knee, previous synvisc therapy in 2001 and 2003. There were no adverse events associated with the previous synvisc injections. There was no reported history of chicken, egg or protein allergy. The pt received synvisc into the left knee in 2004 the following day. They experienced swelling and pain in left knee. Pt was seen in the ER (but not admitted to the hosp) following day. The pt received demerol and was released and advised to contact their physician. Pt called the treating physician and was advised to apply ice to the knee and take ibuprophen (dose unk). The pt continued to apply ice and take ibuprophen and stated the knee was less painful and less swollen.